Event description:
Additional information received reported that there were some concerns that a granuloma had developed. The patient had some test done however it was not conclusive. So then the patient had an MRI about 2 weeks ago and was told that it was not a granuloma however the catheter needed to be replaced. There was no further details provided. The patient requested a list of physician because they wanted a "closer surgeon." It was later reported by the physician that there was in fact a catheter granuloma at the distal connection/"tip." It was identified in an MRI. Surgical intervention was pending. When questioned on patient's outcome, physician reported "treatment pending." (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Event description:
Since last week the patient started to notice they were not getting pain relief, had tingling in their legs and this past weekend had several episodes of pain in their chronic pain area. The pain would build up for 20-30 minutes and the patient would massage the area and then the frantic pain would come. The patient went to the ER (emergency room) on friday but they were not able to address the patient¿s pump issue. The patient has had to take oxycodone to deal with the pain. The patient has an appointment with the hcp on thursday and wanted to have a manufacture representative to check the pump. The pump was used to deliver clonidine, bupivacaine, and morphine. The interventions and patient outcome were not reported. Further follow-up is being conducted to obtain the information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).